Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon at the clinic, reported to sales rep that the gamma 3 nail was extracted on (B)(6), further to pain. The event about a (B)(6) patient who was operated 6 months ago at the (B)(6) hospital. Patient presented a nonunion and after 3 months, he followed up with dr. Who "dynamised" but the patient was still not going well so he decided after 6 months of implantation to remove the nail. To his surprise while removing the locking screw, and the distal and the cervical ones, only the proximal part came out, the distal portion under the hole in the cervical screw remained in the femoral shaft. The surgeon was obliged to remove the portion of the nail by endofemoral way and implanted a total hip prosthesis. Revision procedure to change the gamma nail after approx 6 months of implantation and change for a total hip prosthesis. Delay of about 45 minutes in order to remove the distal end of the nail. Bone loss to reach the distal end of the nail

Manufacturer narrative:
Evaluation revealed the received trochanteric nail kit, stst gamma3 ® ø11x180mm x 125° to be the primary product. The other implants received were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. According to the event description the ¿patient presented a nonunion¿ ¿ . Non-union presents an insufficient- or non-healing of bone, which is regarded being related to the patient¿s condition. In addition, according to further details provided by the surgeon via e-mail the implantation period was confirmed to be 12 months. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of approximately 12 months. The broken nail was removed and replaced by a total hip prosthesis. The appearance of the breakage surfaces of the right web at lateral suggested that the nail breakage had its origin in this area (missing plastic deformation / lines of rest). Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the left web followed most likely with delay in a much quicker way with increased tensile load. Bearing points are typical results of the interaction of the single products under load. Significant bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified a high axial load application to the implants. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects are clearly pointed out in the labelling. Based on the above the nail breakage was not linked to a deficiency of the device, but was rather patient related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Surgeon at the clinic, reported to sales rep that the gamma 3 nail was extracted on (B)(6), further to pain. The event about a (B)(6) patient who was operated 6 months ago at the (B)(6) hospital. Patient presented a nonunion and after 3 months, he followed up with dr. Who "dynamised" but the patient was still not going well so he decided after 6 months of implantation to remove the nail. To his surprise while removing the locking screw, and the distal and the cervical ones, only the proximal part came out, the distal portion under the hole in the cervical screw remained in the femoral shaft. The surgeon was obliged to remove the portion of the nail by endofemoral way and implanted a total hip prosthesis. Revision procedure to change the gamma nail after approx 6 months of implantation and change for a total hip prosthesis. Delay of about 45 minutes in order to remove the distal end of the nail. Bone loss to reach the distal end of the nail.